Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was stated that the patient had therapy loss due to low ins charge on (B)(6). Time spent in mobile and upright positions were also reviewed. It was noted that the patient would see values for c2 when using group a or b. The rep stated that they will work with the patient to adjust angles, transition times, and educate the patient on how to successfully program amplitude changes with as stimulation enabled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that a normal programming session was held on (B)(6) 2019. They set up adaptive stimulation (as) but the patient wan ted to know how to turn as on/off and adjust manually. They had gone on 2 walks yesterday and manually adjusted the stimulation to 3 when halfway through the walk they were having pain and saw the intensity was set to 2.5 on the programmer. The second time they walked it went down to 2.5 and then saw it was at 0.0. The patient noted that as was turned on for one group but off for the other. It was reviewed that as would be on or off for all groups but that stimulation on certain programs could be turned off. Additional information was received from the manufacturer representative reporting that the intensity of group c was different from what the manufacturer representative had set the intensity for. It was reviewed that upright mobile could be set different than upright position. It was also reviewed that body angles could change the recognized position. The manufacturer representative said she only set up as for group a and no intensity for group c, however, as is universal and cannot be turned off for other groups. The manufacturer representative was going to meet with the patient. Additional information received on 2(B)(6) 2019 from the consumer noted that the abrupt changes and randomly jumps happened mostly when walking and on group a. It decreased once and the device had increased to the point where they were immobile. It happened during a normal stride. The patient met with their health care provider (hcp) who set up as and after than with the controller the patient went for a walk and showed that it went from 4 to 4.8 which made them immobile. They patient turned off as and since then it worked ever since. The manufacturer representative stated that they were set at 2.6 as a baseline on all programs. The caller noted that it was displaying as a range. There were no falls or weight loss associated with the issue. They manufacturer representative met with the patient on (B)(6) 2019 and reported that the intensity changes while walking occurred on all programs. Mid walk it showed that the stimulation had turned off. Upright impedances there were no values over 750 ohms. When walking contacts 4 and 12 were both 620 ohms. When changing reference electrodes to 12 contact 4 was showing as 180 ohms. The manufacturer representative was using contact 12 in all programs and contact 4 was not used at all. It was also noted that the battery drained every day which they used to recharge every 5 days. Programming frequency was recently changed. The device was not working the way it should and was turning off, going up, and down on its own. This happened almost every day since as was turned on (B)(6) 2019. Per the health care provider (hcp) via a manufacturer representative on (B)(6) 2019 it was confirmed that as was deactivated on (B)(6) 2019 when the patient met the manufacturer representative. The cause was not yet determined. On (B)(6) 2019 the manufacturer representative confirmed that they programmed around contact 12 but this did not yield different results as the patient went for a walk and experienced the same intensity fluctuations. It continued so the patient turned off as. No further complications were reported.